Event description:
Additional information received from the hospital reported that the patient became unresponsive at home. An ambulance was called and the patient was found to be in asystole. Resuscitation efforts were initiated and a pulse and rhythm returned. Upon arrival to the emergency room the patient went into pulseless electrical activity. Resuscitation efforts were continued and were not successful. One week prior to death an echocardiogram report noted moderate pulmonary stenosis and pulmonary regurgitation. The patient was to have a cardiac catheterization but was to wait to allow further recovery from atrial septal defect repair two months prior and recent viral illnesses.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. A call received from the funeral home indicated the patient's remote monitor was brought to their facility in order to send a final device transmission to the clinic. Further review of the manufacturer¿s database indicated the patient died approximately two months post implant of the implantable pulse generator (ipg) system. Additional information obtained reported the cause of death as: cardiac arrest due to asystole complications by congenital heart disease, tetralogy of fallot, ventricular septal defect, sinus bradycardia, prolonged qt interval status-post surgical repair of heart anomalies and pacemaker. Additional information surrounding the circumstances of the patient death have been requested and not received.